Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with an m31 air detected in cassette warning that occurred during drain 0 of 3 of treatment, the patient was connected during the incident. Fluid was not seen. A fluid leak was discovered from the back of the stay safe connector during fill 1 of treatment. Fluid was not discovered in the pump module area or on the external of the cassette. The cycler prompted with the cycler alarm prior to the leak. The patient was advised to re-setup with all new supplies. Additional information was requested but was not received to date.